Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. This is noted during a follow up visit to the physician and observed that the trending shock impedance was >200 ohms. The doctor sent the patient to the implanting physician for a lead revision. The physician was dr. (B)(6) at (B)(6) in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).